Manufacturer narrative:
Date of event is estimated. Initial reporter phone number: (B)(4).

Event description:
It was reported that the patient has low impedances on all contacts. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced. Effective therapy was established.

Manufacturer narrative:
The reported observation of impedances showing zero on all electrodes was confirmed and duplicated. The device was subjected to a functional test on the automated test equipment (ate). This tester verifies the electrical performance of the control/communication circuitry and output signal integrity. The test step precheck header & can continuity failed. The device stimulation output was also monitored on an oscilloscope, and no outputs were observed. It should be noted a device output is required when performing an impedance test. Further troubleshooting found that some output signals on the epicc integrated circuit, u6, did not match those from the known-good lab standard ipg. Analysis of the returned device identified a component failure of the epicc chip (u6).